Event description:
Additional information received indicates that the wound has resolved.

Event description:
It was reported that the patient experienced a fall at the ipg implant site. As such, there was an abrasion at the ipg site, resulting in a weeping wound few weeks following the fall. Examination revealed an open area in the abdominal wall and the ipg was visible. As such, surgical intervention took place wherein the ipg was explanted to address the issue. Reportedly, there was no mention of infection.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.